Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacements were: (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9673091 sn: (B)(4) and (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9679812 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 20, 2022, mentor became aware of the patient's race and ethnicity. The proper fields have been populated. On may 26, 2022, mentor became aware that during the explantation surgery, it was discovered that the patient only had a ruptured right breast implant and that the left breast implant was removed intact. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 16, 2022, the mentor failure analysis lab received the device for evaluation. On may 19, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed in the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.